Manufacturer narrative:
(B)(4). Date follow up 01 sent 1/11/2016. Device evaluation summary: post market vigilance (pmv) led an evaluation one gia 60-3.8 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The reported condition for this was that during a procedure the staples did not deploy. The visual inspection of the cartridge noted that the single use loading unit displayed full complement of staples. Microscopic inspection of the knife blade displayed no damage. Microscopic inspection of the staple pockets noted that one staple was missing. Functional testing was precluded to preserve the condition of the sample for further inspection. Engineering could not determine the cause of the missing staple. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the missing staple. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the secondary condition could not be reliably determined. No enhancements or improvements were generated for the reported condition. The file will be closed as a not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon fired the stapler dst gia 60 with a tegia60 3.8 sulu. As he fired the blade cut the tissue but there were no pins in the cartridge